Manufacturer narrative:
Correction: upon review of the investigation, it was determined that it was not possible to execute the pretest check power of the motor at the test bench. Therefore, the value 0w was erroneously selected since no measurement was possible at this time. This pretest has been removed from the service record. Device evaluation: upon review of the investigation, it was further determined that adjustment ring was running too smooth and the device failed mode switch-test. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective on the battery reamer/drill device. It was further determined that the device failed pretest for check power at the motor with test bench.min. 190 to 250 w, function test forward and reverse, check trigger and ecu (electric control unit) function, and functional test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.